Manufacturer narrative:
Batch review performed on 22 february 2016. Lot 144864: (B)(4) items manufactured and released on 10 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert fixed 3 / 12 mm std, code 02.07.0312sf, lot. 134871 (k090988) (B)(4) items manufactured and released on 22 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: knee laxity and hyperextension at 1 year are more likely to be due to soft tissue deficiency than to a device defect. In primary tka, a rather peculiar orientation of the tibial component is seen on the x-rays. This may or may not have a significant impact on the lamented problems. It is not clear if the problems intervened after some time or they were evident since immediately after primary operation. In either case, no evidence of a device malfunction can be detected.

Event description:
The patient presented with posterior laxity and hyper-extension of the knee. The surgeon removed the tibial baseplate and the insert. A revision baseplate, stem and ultra c. Insert were put in. The surgery was completed successfully. The explants will not be returned. X-rays will be available.

Manufacturer narrative:
On 19 april 2016 it was prepared a final report with the information already submitted in the initial report. On 27 april 2016 the report was sent to the initial reporter and the case was closed.